Event description:
It was reported that this right atrial (ra) lead exhibited high out of range pacing impedances. This ra lead remains in service. No adverse patient effects were reported. Due to the limited information received, further follow-up to obtain related details was not possible.